Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high undefined pacing impedance. The rv lead remains in use. It was further reported that the lead exhibited varying rv pacing, svc coil and rv coil impedance measurements. There was some speculation of a rv coil fracture. It was further reported that the rv lead exhibited high superior vena cava (svc) coil impedance and there was a suspected fracture of the svc coil. It was noted that the patient reported symptoms of ¿pain and suffering.¿ the rv lead was explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) was ¿defective¿ and not functioning within normal tolerances. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ICD was functioning normally, the device was only replaced at the time of the rv lead replacement due to the amount of battery longevity remaining.